Manufacturer narrative:
Two (2) used samples list# lat-mc33038 were returned along with a video provided by the end user. As received no physical damage or abnormally were observed in the device. No matting device was returned. The samples were tested at gravity pressure and there was observed flow as expected. Complaint of no flow / can't prime / difficult to prime was not able to confirmed or replicated as seen in the video. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for the investigation however testing has not been completed.

Event description:
The event involved a 6.5" (16 cm) set de extensión microbore con microclave¿ clear, filtro de 0.2 micras, luer lock. The reporter stated that two filters were blocked and did not allow the medication amiodarona to pass through. Additionally it was noted that the medication without the filter passed through the tube and with filter did not. There was patient involvement, however there was no one harmed reported as a result of this event.